Event description:
Consumer stated the toothbrush is ineffective because it loses bristles while in use. Could not reach consumer after multiple attempts to gather more information or retrieve the product.